Event description:
It was reported that the insulin gauge was inaccurate. A replacement pump was sent to resolve the issue. Additionally, it was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg and then the customer went to the emergency room (ER). The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.